Manufacturer narrative:
(B)(4). A boston scientific technical services consultant recommended talking to the patient about possible use of an electrical apparatus. The consultant also recommended bringing the patient in for system evaluation. The caller agreed and will contact the patient. Testing was performed and the lead was tested in three different configurations with normal impedance range. The patient will continue routine follow ups. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that a red alert was received for this system due to a shock impedance of 16 ohms. Measurements have been in the 50-60 ohm range. There was no noise and no events listed. The caller stated that the last delivered shock was six months ago at device changeout and the impedance was 47 ohms. No adverse patient effects were reported.